Event description:
Litigation alleges that patient experienced serious physical injury, harm and damages. Update: (B)(6) 2012 pfs was received from legal. Part/lot information was identified. Medical records were received indicating that the patient had a flexion contracture and heterotopic bone formations. Records are available if needed for further review.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation alleges that patient experienced serious physical injury, harm and damages.

Manufacturer narrative:
Update: 12/14/2012, pfs was received from legal. Part/lot information was identified. Medical records were received indicating that the patient had a flexion contracture and heterotopic bone formations. Records are available if needed for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported metal insert part and lot code combination; two additional reports for the head part and lot number combination. However, review of the as400 system show that 33 other devices from the reported head lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.